Event description:
(As reported by the user facility (translation of user facility info by (B)(6)): no infusion. Drug: 5fu (sanofi).

Manufacturer narrative:
This report has been identified as (B)(4). The device is currently on shipping from (B)(6) to b. Braun (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.